Manufacturer narrative:
Specific information such as age, sex, weight, and ethnicity were not provided. The complainant alleged that the loupes were causing an allergic reaction. They stated that the allergic reaction began a couple months ago and has only since gotten worse. The complainant stated they had an pre-existing condition-- an allergy to nickel. They sought medical attention with a dermatologist who diagnosed it as an allergic reaction and prescribed them hydrocortisone.

Event description:
A complainant alleged that they had an allergic reaction to the loupes. The complainant reported that the allergic reaction began a couple months ago where it only has been getting worse. It was reported that the complainant has a pre-existing condition: an allergy to nickel and had sought medical attention with a dermatologist where the dermatologist diagnosed it as an allergic reaction and prescribed the complainant with hydrocortisone.